Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a teether broke off during an unknown procedure. The physician was able to retrieve and remove the broken part. We were advised that the stent was still able to be deployed.

Manufacturer narrative:
Investigation - evaluation - the complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. A review of the complaint history, device history record, manufacturing instructions and quality control was conducted during the investigation. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that a teether broke off during an unknown procedure. The physician was able to retrieve and remove the broken part. We were advised that the stent was still able to be deployed.